Event description:
It was reported that the pump exhibited error code 45782, related to a downstream occlusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg. :01-aug-2025. H3: one device was received for evaluation. Service history review found no repair request in the past 12 months. The customer complaint of error code 45782 was confirmed through device information and the pump power up test. The main board was replaced to fix the issue. The downstream occlusion (dso) seal was also replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.